Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in complete heart block. Both the right atrial (ra) lead and the right ventricular (rv) lead had high/unstable thresholds. The ra lead was also dislodged. Per the physician, the patient had twiddler's syndrome. The ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.